Manufacturer narrative:
Event description updated.

Event description:
It was reported that inflatable penile prosthesis (ipp) left side was not inflating. Apart of the recall.patient has noticed that since he has been using the ipp in the last month or so, the penis rotated rightward with inflation. He was also having difficulty keeping the penis in the vaginal canal during sexual activity because of this torsion of the penis. He had minimal pain. He denies any swelling. He denies any urinary symptoms. There appeared to be buckling of the left side prosthesis cylinder. This is suggestive that the cylinder may be too long on that side. This was leading to rotation and torsion of the penis with inflation of the device.no troubleshooting resolved the issue. No patient complications related to device at this point. Replacement surgery is scheduled.

Event description:
It was reported that inflatable penile prosthesis (ipp) left side was not inflating. Apart of the recall. Patient has noticed that since he has been using the ipp in the last month or so, the penis rotated rightward with inflation. He was also having difficulty keeping the penis in the vaginal canal during sexual activity because of this torsion of the penis. He had minimal pain. He denies any swelling. He denies any urinary symptoms. There appeared to be buckling of the left side prosthesis cylinder. This is suggestive that the cylinder may be too long on that side. This was leading to rotation and torsion of the penis with inflation of the device. No troubleshooting resolved the issue. All components were explanted and replaced. No patient complications related to device.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of bulge, inflation issues, length too long, patient and patient problem/medical problem were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test (2). The identified pump failed functional deflation test could affect the functionality of the pump. Product analysis confirmed pump malfunction but unable to confirm the reported events related to cylinder has bulge, inflation issue, length too long, pain and patient problem/medical problem issues. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that inflatable penile prosthesis (ipp) left side was not inflating. Apart of the recall.patient has noticed that since he has been using the ipp in the last month or so, the penis rotated rightward with inflation. He was also having difficulty keeping the penis in the vaginal canal during sexual activity because of this torsion of the penis. He had minimal pain. He denies any swelling. He denies any urinary symptoms. There appeared to be buckling of the left side prosthesis cylinder. This is suggestive that the cylinder may be too long on that side. This was leading to rotation and torsion of the penis with inflation of the device. Device had aneurysm on left side near shaft. No troubleshooting resolved the issue. Patient underwent a replacement procedure of this device. All components were explanted and replaced.